Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and did not confirm the reported issue. Legal manufacturer: (B)(4).

Event description:
The hospital reported a system shutdown during a case resulting in a loss of mechanical ventilation. The patient was switched to manual ventilation. There was no report of patient injury.